Manufacturer narrative:
Device was used for treatment not diagnosis. This report is for an unknown tomofix plate. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: seo, s et al (2016) complications and shortterm outcomes of medial opening wedge high tibial osteotomy using a locking plate for medial osteoarthritis of the knee. Knee surg relat res, 28(4): 289¿296. The purpose of this study was to investigate complications and radiologic and clinical outcomes of medial opening wedge high tibial osteotomy (mowhto) using a locking plate. This study reviewed 167 patients, 43 males and 127 females who were treated with mowhto using a using the tomofix plate ((B)(4)) from may 2012 to june 2014. Approx 1 case of broken plate with associated symptoms such as severe pain and correction loss. This report is for an unknown tomofix plate. This is report 2 of 3 for (B)(4).